Event description:
It was reported that the patient had the following surgery on (B)(6) 2012: ¿patient underwent a transforaminal lumbar interbody fusion with bilateral decompression at the l5-s1 level.¿ patient was released on (B)(6) 2012. On (B)(6) 2012, lumbar spine imaging revealed ¿new fusion system l5-s1.¿ ¿new pedicle screws have been placed at l5 and s1. The screws at s1 appear to breech the anterior cortical margin by 6mm. An interbody spacer has been placed at l5-s1. This does not appear to encroach on the expected spinal canal. No malalignment is seen. Si joints appear intact.¿ on (B)(6) 2012 procedures: transforaminal lumbar interbody fusion at l5-s1. Posterior spinal fusion at l5-s1. Bilateral hemi laminectomy, partial facetectomy and foraminotomy for decompression of spinal cord and spinal nerve roots and l5-s1. Insertion of biomechanical intervertebral device at l5-s1. Nonsegmental spinal instrumentation (stryker xia 3) from l5 to s1. Crush cancellous allografting at l5-s1. Local autograft bone grafting l5-s1. Placement of epidural catheter for postoperative pain management up to the t11-12 level. On (B)(6) 2012, it is noted that the patient ¿complains of numbness to bilateral upper thighs, left number than right, down to knees. Minimal sensation to feel. Dorsal, plantar flexion strong. States that it has been like this since surgery. Epidural rated decreased.¿

Manufacturer narrative:
Concomitant product: stryker xia 3 implantable instrumentation, allograft, local bone graft (implant (B)(6) 2012). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).